Manufacturer narrative:
The device was visually inspected and confirmed that the portable connector module (pcm) and probe laser fiber connection at the e2k-e2k connector was melted.

Event description:
It was reported that during an ablation procedure, the user began delivery laser energy and the clinical specialist (cs) noted that the heating was very minimal. The user fired the laser for approximately one minute and no heating was evident. The cs checked that all of the settings on the MRI were correct which were confirmed to be. The user then began delivery of the laser energy again and the heating was very minimal. After 45 seconds to one minute, the cs went back into the room to check the connections. The cs immediately noticed the laser probe connection and the portable connector module (pcm) mating adapter was burnt (plastic had an area of burn on it). The cs then connected the backup pcm and new probe. The case proceeded as normal. There were no patient complications reported in relation to this event.